Manufacturer narrative:
The customer reported that the information on the central nurse's station (cns) will drop out for 10-15 seconds and it's occurring every minute or so. According to the customer, the ECG numeric and waveform will completely disappear for about 10-15 seconds and then comeback for all patients. This missing data is also seen in full disclosure and all the print outs. Technical support (ts) requested for the customer to provide the cns logs. There was no patient injury reported.

Event description:
The customer reported that the information on the central nurse's station (cns) will drop out for 10-15 seconds and it's occurring every minute or so. There was no patient injury reported.